Manufacturer narrative:
The device was sent to a third-party service center for investigation. During evaluation, pca is corroded, resistor melted from pca and dropped on the blower box, pollen filter needs replacing due to preventive maintenance. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. Additionally, the evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated.

Event description:
The manufacturer received information alleging an issue related to a ds2 adv auto CPAP device's thermal event. The manufacturer received information alleging that the device has a "burning smell". There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow-up report will be filed.